Manufacturer narrative:
(B)(4). Eval, results: arterial trauma/dissection/perforation; not compliant with medication treatment; use of device for a dissection. Eval, conclusions: not compliant with medication treatment; use of device for a dissection.

Event description:
A talent thoracic stent graft system was attempted in a pt for the endovascular treatment of an acute thoracic dissection at the level of the subclavian approx six months ago. Vessel morphology was unremarkable. A talent thoracic was implanted without issues. It was recently reported that the pt has not been compliant with medications. The pt presented with severe back and chest pain, as there was a dissection distal to the stent graft. A 34x30 talent thoracic stent graft was implanted extending distally and resolved the dissection. No additional clinical sequelae were reported, and the pt is fine.